Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without the details of the devices, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent a revision surgery of the bhr tha right hip implant. The date of the primary surgery is unknown. All implants were removed. The acetabular side and femoral head were replaced with zimmer biomet triflange custom implant. Stem was revised to size 16so 240mm redapt sleeveless stem. The reason for why the revision surgery was performed is unknown. Surgeon does not blame implants. The patient outcome is unknown.